Event description:
It was reported that during a colon procedure, the doctor used the device to join armpit vessels. It cut instead of joined them. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.